Event description:
The customer reported that the insulin pump alarmed motor error more than once during bolus. Troubleshooting was performed. Assisted the customer to run the displacement test and the test passed. Advised the customer revert to back up plan until the replacement of the insulin pump arrives. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error during the basic occlusion test as a result of a loose drive support disk. The motor was tested outside the device and passed. The device was received with missing display window and cracked case at window display corners.